Event description:
It was reported that the bed exit allegedly failed to alarm resulting in a patient fall. No additional information has been provided.

Manufacturer narrative:
Follow-up submitted to report that no further information regarding the model of the bed or any other details of the situation were able to be determined and, thereofre, no evaluation was performed..

Event description:
It was reported that the bed exit allegedly failed to alarm resulting in a patient fall. No additional information has been provided.